Event description:
Unomedical reference number: (B)(4). Event occurred in the united states on (B)(6) 2022, the patient reported that his infusion set's tubing detached from the hub as the patient opened a new box of infusion sets and one of the infusion sets was defective. The connector was not in the sealed infusion set package, nor in the box. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.